Manufacturer narrative:
The meter has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: during investigation, a review of the meter history showed an error 1 sub code 201: error in calibration parameters. During testing, the meter powered up normally and paired successfully with the test pump. No errors occurred during testing. The complaint was verified in the meter records history but was not be duplicated during the investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error (error 1) issue. It was reported that the meter had emitted multiple random error 1 sub-code sc201 messages. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.